Event description:
On 04/22: customer reports via phone that staff were performing an undetermined urology procedure under general anesthesia on a male pt when the system fluoro failed. Staff completed the procedure using portable x-ray flatplate technique. Customer was unable to provide procedural info or pt age, but stated the procedure was completed, no reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.